Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The day before the peritonitis diagnosis, the patient was hospitalized and treated with injection heparin (1000iu, once daily, intraperitoneal, discontinued after 13days), injection amikacin (40mg, once daily, intraperitoneal, discontinued after 13 days) and injection vancomycin (500mg, every 5th day, intraperitoneal, discontinued after 13days) for peritonitis. The patient was discharged fourteen (14) days after hospital admission and recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.